Event description:
It was reported that during a ptca procedure, the shaft broke outside of the guide catheter during insertion and was removed without incident. No pt injuries or complications occurred.